Event description:
It was reported by the rep that the(1) tsw45 and the(1) tr45b were used during a laparoscopic gastric bypass procedure. It was reported that after firing the ets45(5) times the scrub technician went to reload with the new blue reloads. While attempting to insert the reloads into the instruments the back rows of the staples would pop up making the reloads unusable. This happened two times in a row. The stapler was removed from the field with the(2) reloads and a new stapler was opened. There was no pt consequence.